Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of three access sites in the right common femoral vein (rcfv) using prostyle devices after a cardiac ablation interventional procedure with a 6f sheath. Two prostyle devices successfully achieved hemostasis at two access sites in the rcfv without issue. Reportedly, at the third access site, the suture of the third prostyle device did not deploy properly and came out of the plunger [cuff miss]. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.